Event description:
This patient expired on (B)(6) 2014 while in the hospital. The patient coded while on the table for a CT scan and all attempts to resuscitate were unsuccessful. This device was explanted on (B)(6) 2014 during autopsy. The hospital's cardiology department interrogated the device after it was removed during autopsy and noted no issues with the device; however, they have requested an analysis to verify correct manufacturing and functionality at time of death. The official cause of death was not available at this time. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol1. The device was implanted for 42 months and 20 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. The available iegms showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device proved to be fully functional. The analysis of the available iegms showed flawless device behavior while the device was implanted and in service. There was no indication of a material or manufacturing problem.